Event description:
Complainant alleged that during biomed testing, the device would not power up. Zoll medical corp has not received the device for eval and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.